Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was used during a colonic stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the colon. The patient's anatomy was reported to be not tortuous. During the procedure, when the physician advanced the stent into the target lesion, the stent was unable to be deployed at all from the delivery system. No visible damaged was noted to the device. The physician removed the stent system and used a different device to complete the procedure there were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was partially deployed, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Initial reporter phone: (B)(6). (B)(4). A visual examination of the returned device found that the stent was partially deployed by 18 mm. The clear outer sheath was kinked just proximal to the mounted stent. The blue outer sheath was stretched at several locations along its length. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.